Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Section b2 on outcomes of adverse events was inadvertently checked in initial report.

Manufacturer narrative:
Report required by FDA for eua. Eua #: (B)(4). Investigation not complete at time of initial report, and will be provided upon completion. Relates to: 3014862188-2022-00356 (B)(6), 3014862188-2022-00357 (B)(6), 3014862188-2022-00359 (B)(6).

Event description:
User reported four false negative results. This report 3 of 4. No information relating to follow-up testing was provided.